Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. After battery installation unit gave an unexpected partial display with vertical lines. Unit passed self test. The sc1 cap locks properly into the reservoir compartment. Pump was cut open during visual inspection and found cracked / broken traces on lcd glass between the lcd controller and the lcd image area. The following were noted during visual inspection: scratched case, minor scratched lcd window, and cracked keypad overlay. Cosmetic damage was confirmed where minor scratched lcd window was noted. Missing segments/partial display confirmed due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer has noticed crack on the lcd screen of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885 was requested and the product was returned for analysis.